Event description:
Additional information was received that a 15 minute procedural delay occurred in result of the infold.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation using the evolutfx29, patient anatomy included a heavy kink in the aortic arch, a borderline annulus size (29 millimeter (mm)  to 34 mm), and moderate annular calcification. A fluoroscopy check showed overlap to the third node that was considered acceptable. After deployment to the point of no recapture, the valve did not expand well and visible valve infolding was observed. The complete system was replaced, and the valve size was upsized to an evolutfx34; with slow forward movement it was possible to pass the aortic arch, the implant went well, and the patient was reported to be alive with no injury. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0013189107); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0013192796); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.